Event description:
Customer reported via phone, the insulin pump might have alarmed motor error. She has changed the set four times and no insulin coming out then the device alarms no delivery. Customer's blood glucose was over 350 mg/dl. Customer resolved no delivery alarm by doing a complete set change. Customer then stated the device had not alarmed motor error. Customer declined troubleshooting for high blood glucose as she was sure the infusion set was the cause. Customer called back and stated that after troubleshooting with the company rep the device continued to alarm no delivery. Customer had used a different infusion set from a different lot and issue reoccurred. Blood glucose was 380 mg/dl. Troubleshooting was performed and customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.